Manufacturer narrative:
Possible aro. A ge representative evaluated the system and recalibrated the ma output. System operates as intended.

Event description:
Customer reported, the system displayed a high ma error. No patient injury was reported.